Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that for the past 3 weeks, the patient programmer and the recharger (insr) will not connect to the ins and they cannot charge the ins. The patient mentioned that he last recharged about a month ago and he fully recharged. During the call, poor communication was confirmed on the patient programmer and reposition antenna on the insr. The patient was redirected to their healthcare provider (hcp) and physician listings were sent. No patient symptoms were reported. No further complications were reported/anticipated. On (B)(6) 2020, additional information was received from a healthcare provider (hcp) on (B)(6) 2020, reporting that the patient couldn¿t put their implant into MRI mode since the patient programmer was broken. The caller couldn¿t provide further details. It was suggested that the patient call in to get a replacement if they still have the broken patient programmer and to get assistance. The event date was asked but was unknown. Additional information was received from the patient the same day, reporting that the ins would not charge and they indicated that they needed to have an MRI scan done tomorrow. The previous report regarding the broken programmer was reviewed and the patient stated that they didn¿t think that there was an issue with the programmer, they thought the issue was with the ins itself. Patient services asked the patient when the last time they successfully charged the ins and they stated that it was about two weeks ago and that it was around the same time that they had fallen. Patient services offered to troubleshoot with the patient using the recharger and the patient stated that they were considering cutting themselves with a knife to take the ins out in order to get the MRI done tomorrow. The event occurred in 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and manufacturing representative (rep) indicated that the ins was in overdischarge because the patient didn't charge their battery. The rep jump started the battery and cleared the power on reset (por). The ins was working properly, and the issue was resolved.